Event description:
It has been reported that the smrt charger and battery were in use in the back of an ambulance, the battery was on the charger and started smoking. There was no pt involvement of adverse consequences.

Manufacturer narrative:
Battery and charger. Unit was evaluated by the customer.